Event description:
While trying to position the tibial insert using the tibial offset handle ((B)(4)- gmk sphere general set) one of the proximal locking/engaging arms of the handle snapped off. It was noted that the femur and tibial trials were both in place and the space to insert the trial was limited at test. There was no pt harm and the case continued and was completed. A hemostat was used to position the trial insert successfully and easily. MFR # 3005180920-2015-00158.